Manufacturer narrative:
(B)(4). The sample will not be returned for eval.

Event description:
It was reported that while in treatment / medical procedure "claudication" (for peripheral artery disease) the catheter was inserted over the spring wire guide (swg) and through the supper arrow-flex (saf) sheath. The md found that the catheter could not be removed from the saf sheath and as a result, the sheath and catheter were removed as one unit. According to the customer's report, "the last part of the super arrow-flex sheath, the tip of the wire gets clenched on the introduced balloon, thus making it impossible to have the catheter removed by itself. The pt suffers heavy bleeding." This event has occurred several times. There was no reported death; however, there is reported pt injury i.e. Pt suffers heavy bleeding. The pt outcome is listed as okay.